Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced frequent low blood glucose (bg) levels ranging from 50-60's (mg/dl). The customer is uncertain of the suspected cause. The customer consumed glucose tablets to stabilize bgs. As the customer did not contact tandem technical support at the time of the reported issue, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. (B)(4).